Event description:
It was reported that during a stent graft deployment at the venous anastomosis in a brachial vein a-v fistula, the touhy adapter broke and the stent graft could not be completely deployed. The entire device was removed and another stent graft was successfully deployed without incident. There is no reported pt injury. Eval of the returned device identified a partial stent graft deployment.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the first complaint reported for this lot number to date for deployment issue. The investigation is confirmed for a dislodged touhy borst valve, as the sample was returned with the touhy borst valve dislodged from its normal position within the device. The investigation is confirmed for partial deployment, as the sample was returned with the stent graft partially deployed. However, the investigation is unconfirmed for a break, as there were no broken components found on the sample.